Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) st. Jude medical fast-cath transseptal guiding introducer sl2 ((B)(4)) manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a pentaray nav eco catheter and suffered a cardiac perforation requiring extended hospitalization for monitoring and imaging. After mapping the right atrium with the pentaray nav eco catheter, the pentaray was removed and transseptal puncture was attempted. During transseptal puncture, a septal hematoma occurred and was confirmed via transthoracic echocardiogram. Remainder of the procedure was aborted and the patient was monitored. Patient was reported to be in stable condition and was transferred to the intensive care unit. Patient required extended hospitalization for monitoring and follow-up echocardiography to ensure hematoma resolution. The patient has since fully recovered with no residual effects. It was noted that the sheath pressure was too high to be in the left atrium. It was also noted that the navistar ds ablation catheter was open on the field, but was never inserted in the patient. Physician¿s opinion was that it was procedure-related.